Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 27-year-old female patient who had essure (batch no. 959210 ,06-011dk-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included body mass index normal. Concurrent conditions included endometriosis. Concomitant products included fluconazole (diflucan) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infections monthly"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain when having sex") and alopecia ("hair loss"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced mood altered ("hormonal changes: constant mood changes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and pain ("pain doing activities such as walking and bending"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, mood altered, urinary tract infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and pain outcome was unknown and the fatigue, alopecia and mood swings was resolving. The reporter considered abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, mood altered, mood swings, pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: the essure device was placed in the left ostia per FDA approved method with 5 coils visualized. The essure device was placed in the right ostia per FDA approved method with 3 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative. Lot number:959210 manufacture date: 2012-03 expiration date: 2015-03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6)-year-old female patient who had essure (batch no. 959210 ,06-011dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included overweight. Concurrent conditions included endometriosis. Concomitant products included fluconazole (diflucan) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infections monthly"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain when having sex") and alopecia ("hair loss"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced mood altered ("hormonal changes: constant mood changes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and pain ("pain doing activities such as walking and bending"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, mood altered, urinary tract infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and pain outcome was unknown and the fatigue, alopecia and mood swings was resolving. The reporter considered abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, mood altered, mood swings, pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: the essure device was placed in the left ostia per FDA approved method with 5 coils visualized. The essure device was placed in the right ostia per FDA approved method with 3 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs received. Reporters information updated. Lot no. Were added. Event: injury were updated to hormonal changes: constant mood changes .new events:pain doing activities such as walking and bending, mood swings, infection (bladder/ urinary tract/vaginal): urinary tract infections monthly; bladder or urinary problems or changes, dysmenorrhea (cramping);dyspareunia (painful sexual intercourse)/ pain when having sex ,pain: lower abdominal ; vaginal discharge; fatigue; weight gain; hair loss , plaintiff did not undergo essure confirmation test were added. Event: outcome were updated :fatigue, hair loss, mood swings. Medical history , lab data and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.